Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. Optical fibers 1 and 2 did not meet specifications for optical properties and a thermocouple signal loss error and no contact force messages were displayed when the catheter was connected to the tactisys quartz unit. The deformable body thermocouple read as an open circuit during electrical testing. Further investigation revealed optical fibers 1-2 and the deformable body thermocouple wires were fractured at the location of the fracture in the shaft material, consistent with the observed error messages, detected optical signal issue, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis which revealed a fracture.